Event description:
Caller complains of pain and cramping in legs, tingling in feet since implant was seen by physician in 2002. Physician reprogrammed device. Prior to leaving physician's office, caller still complaining of pain and cramping. Physician reprogrammed the device a 2nd time that day. Caller still having symptoms. Device explanted per caller's request and caller continued to have pain and cramping in legs and tingling in feet. Device was sent back to company.